Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that the customer received sensor error and when she removed the sensor from her body, the cannula was missing and the electrode was only half a centimeter long. The customer stated she did not feel any pieces of the sensor stuck in her skin. She was advised to speak with her doctor if she became concerned. The customer looked at the sensor that was inserted and she stated there was not electrode or cannula sticking out the top of the sensor base. The customer then took apart a new sensor to confirm there was not an issue with the box of sensors. She stated the new sensor was perfectly fine. The customer's blood glucose was 93 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.